Manufacturer narrative:
Investigation is still ongoing. If additional information is received, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the video telescope, had an image dropout - purple color. The issue was found during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to improper handling by the user. Olympus will continue to monitor field performance for this device.